Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device also was received with cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that she was attempting to enter her blood glucose reading and the numbers kept ramping up and down. Customer states the only way to make it stop was by removing the battery. Customer's blood glucose was 145mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.